Manufacturer narrative:
On review of the returned device the hypo tube was kinked 2.2 cm and 51.6 cm distal to the strain relief. The distal tip was damaged and slightly flared. The proximal and distal pillows were intact and crimp bake impressions were evident on the balloon. The 1st two segments on one side of the stent were intact. A number of struts on the next five segments were deformed with gaps evident between the segments. The 1st seven segments on the other side were intact. A number of struts on the next four segments were deformed with gaps evident between the segments. The mid segments were severely stretched and deformed. No further damage was noted. (B)(4). Results: protective sheath removed incorrectly. Method: protective sheath removed incorrectly.

Event description:
A driver rapid exchange (rx) coronary stent delivery system length 30mm, diameter 3.5mm was used to treat a lesion in a patient. It was reported that the stent came off the balloon when removing it from the package. The physician failed to notice that the stent was not on the balloon prior to use in the patient. It was reported that the physician realized the stent was not on the balloon under fluoroscopy. The physician removed the balloon and the stent was found on the procedural table. Patient was reported to be fine post procedure and no clinical sequelae have been reported. The stent delivery system was returned to medtronic for evaluation.